Event description:
Reporter of product complaint: patient type of device: whisperject auto injector. Summary of product complaint: upon attempting to inject today, button do not work. Loaded the syringe in the pen but the button is already indicating "loaded". Date of occurrence: unknown. Was the product taken/administered?: no (unk if side effects occurred due to missed dose. No adverse event associated). Can manufacturer call patient for follow up?: yes, (warm transferred to (B)(6) advocate for (B)(6) representative (B)(6)). Can manufacturer arrange for product pick up?: yes. Lot number: not applicable. Reported to (B)(6) by pt/caregiver.